Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, while being applied at the lung, the stapler could not format a perfect b shape. They replaced the stapler to complete the case. There was no patient injury.